Event description:
The user facility reported that the runthrough device involved was used during a multiple vessel coronary percutaneous coronary intervention (pci) shockwave balloon angioplasty. A distal left anterior (lad) perforation was identified. Vessel perforation required embolization and surgical intervention. The procedure performed was a percutaneous coronary intervention (pci). There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.